Event description:
During an esophagectomy procedure, the tissue pad was misaligned (moved about 2mm). It seemed not to be melted. It was noticed at about one hour after started using. Another device was used to complete the case.